Manufacturer narrative:
Zoll has not received the lifeband in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
Patient #2: the customer reported that during a patient call, the autopulse platform (sn (B)(6)) caused one of the bands on the lifeband to tear, and the platform displayed an unknown error code with the message: "replace lifeband and press restart." The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.